Event description:
Product returned for repair only with pieces missing. Contact at hosp does not believe the missing pieces to have fallen into the pt, but cannot answer as to location. Co is therefore taking a conservative approach in filing. No pt injury occurred.